Manufacturer narrative:
Customer complained about critical pump error (open book image) alarm and moisture damage. Device was received with a constant blank flashing white light on the display and constantly beeping after battery insertion. Unable to verify critical pump error (open book image) alarm or perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white light on display. Unable to download crest due to constant blank flashing white light on display. Corroded battery tube noted and the p-cap locks properly into place. Device was cut opened, inspected and tested. Moisture damage found on electrical board 1 at motor connector, motor flex cable copper connector traces and lcd 40 pin flex cable copper connector traces and connector on electrical board 2. Cleaned/dried the moisture damage area and tried again. The insulin pump is still blank flashing white light on display. Swapped the electrical board 1 with a test board and powered up. The problem is still the same. Repeated swapped the electrical board 2 with a test board. The insulin pump had a constant blank flashing white light on display. In conclusion, insulin pump was received with a constant blank flashing white light on the display and constantly beeping after battery insertion due to moisture damaged electronic assembly. Unable to verify critical pump error (open book image) alarm due to constant blank flashing white light on display. Moisture damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error. The customer stated that customer were in the pool and received critical error message. Customer also stated that the red x arrow on the screen of the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.